Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date medical records provided have been limited to the implant operative report and the implant tracking log. The patient's attorney did not allege any specific device failure and a sample was not returned for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. A sample was not returned for further evaluation. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney via the implant operative report and implant tracking log: on (B)(6) 2005 - the patient was diagnosed with chronic pelvic pain, urinary stress incontinence, cystocele and underwent an exploratory laparotomy with lysis of adhesions, bilat salpingo-oophorectomy, anterior colporrhaphy, implant of a non- bard/davol "obtrynx" tot sling and an abdominoplasty. On (B)(6) 2006 - the patient was diagnosed with vaginal vault prolapse, vaginal bleeding from non-bard/davol tot sling erosion, perineal outlet relaxation and underwent an abd sacrocolpopexy with implant of a bard/davol flat mesh, perineorrhaphy and excision of the non bard/davol tot sling and vaginal granulation tissue. Per the implant operative report details, "a 3 x 10 polypropylene mesh was then cut to fit the length of the vaginal cuff to the mesh attachment and to the sacrum. The width was also attached for the sacrum and vagina as well." Attorney alleges unspecified adverse patient outcomes associated with use of device.